Manufacturer narrative:
(B)(4). The covidien service engineer (se) evaluated the ventilator and verified the reported malfunction. The se replaced the power management printed circuit board assembly (pcba) and the power cable to resolve the issue. The unit then passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, a ventilator alarmed indicating that the portable battery was running low. The unit was unplugged to change the battery and it shut down, instead of going to internal battery power. The patient was manually ventilated and transferred to another device without harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.